Event description:
Health professional additionally reported "capsule was thick and constricted", baker grade not specified. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and brown/yellow particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis, the final assessment is a crease smooth opening on posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a,

Event description:
Healthcare professional reported left side deflation. Health professional additionally reported "capsule was thick and constricted", baker grade iii. Device has been explanted.

Event description:
Healthcare professional confirms capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.